Event description:
It was reported that prior to use with 17 bd plastipak¿ syringe the scale markings were discovered to be missing. The following information was provided by the initial reporter, translated from spanish to english: "syringes without needle 5 ml, were found without scale".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-sep-2023. H.6. Investigation summary: three photos received by our quality team for investigation. Additionally, fifty six syringe samples received. Upon visual evaluation, scale marking is missing from the syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, possible root cause is associated with operator failure to segregate the syringes. Actions will be implemented including installation and detection of system, and manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Investigation summary photos received by our quality team for investigation. Upon visual evaluation, scale marking is missing from the syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, possible root cause is associated with operator failure to segregate the syringes.

Event description:
It was reported that prior to use with 17 bd plastipak¿ syringe the scale markings were discovered to be missing. The following information was provided by the initial reporter, translated from spanish to english: "syringes without needle 5 ml, were found without scale".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 17 bd plastipak¿ syringe the scale markings were discovered to be missing. The following information was provided by the initial reporter, translated from spanish to english: "syringes without needle 5 ml, were found without scale".